Event description:
It was reported that a patient received a novasure procedure on (B)(6) 2019, 4 months later the patient was experiencing severe abdominal pain, bloating, pain radiating down her legs, migraines and due to her symptoms had to resign from her job. The patient went to a physician which performed a MRI scan which revealed pockets of endometriosis in the pelvic cavity as well as adenomyosis. Patient received a full hysterectomy and ooferectomy on (B)(6) 2021, which revealed extensive fibrosis of ureters that had to be excised to be freed, bladder dissection to free the uterus and nodules in the uterosacral ligaments as well as adenomyosis of the uterus. The medical history of the patient previous to the procedure is unknown.

Manufacturer narrative:
Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.